Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp c10 device was inserted into the right femoral artery via a low-profile sheath (lps) in a 63-year-old male patient with a past medical history of renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). Prior to the catheter removal, the physician aspirated with no debris noted. The physician then attempted to aspirate the sheath side arm prior to removal and was unable to aspirate. Hemostasis was obtained with 2 percloses. Post-removal, the lps was flushed on the table with fibrous and thrombus noted. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.0l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.